Manufacturer narrative:
Initial reporter: address unavailable. Bd corporate address used. Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported the bd vacutainer® c&s preservative urine tube were having mixed product, no report of medical interventions or serious injury.